Event description:
The physician tried to place the lead 3 times in different positions, two in the septum and one in the apex, in the first two positions on the septum, it only captured at 8.5v. On the apex the threshold was 4v 1ms, and they didn't consider it acceptable. Therefore, the lead was replaced and a non-microport lead was implanted on the septum with threshold 1.5v 1ms.

Manufacturer narrative:
Summary investigation: the manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. As received the fixation function operated as specified. All mechanical, and dimensional measurements were within specifications. Electrical tests performed revealed acceptable electrical values without any contact between outer and inner coil. It should be noted that the reported electrical issue may be attributable to external factors that are independent of the lead characteristics, such as lead tip position or patient physiology. Such factors are well-known potential complications associated to such implantable devices that are discussed in the device instructions-for-use and published literature. These hypotheses could not be confirmed with certainty. However, based on the investigation performed, a lead abnormality is not suspected to be the cause of the reported event.

Event description:
The physician tried to place the lead 3 times in different positions, two in the septum and one in the apex, in the first two positions on the septum, it only captured at 8.5v. On the apex the threshold was 4v 1ms, and they didn't consider it acceptable. Therefore, the lead was replaced and a non-microport lead was implanted on the septum with threshold 1.5v 1ms.